Manufacturer narrative:
The initial reported event of [high impedance <(>&<)> fracture] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular lead impedance and threshold have been increasing. The patient received inappropriate therapies. There was lead integrity alert (lia) tripped for undersensing on the ventricular lead. The lead was fractured, capped and subsequently extracted. It was also reported the right atrial lead exhibited high impedance, high/unstable thresholds, no capture, and undersensing. There was possible fracture on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.